Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2023, getinge became aware of an issue with one of surgical lights - hled. As it was stated, upon the device inspection fixation screws were loose and one out of the six fixation screws holding the device main tube was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as loose or broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Event description:
On 19th february 2023, getinge became aware of an issue with one of surgical lights ¿ hled 700. As it was stated, upon the device inspection one of the fixation screws holding the device main tube was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ hled 700. As it was stated, upon the device inspection one of the fixation screws holding the device main tube was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. As it was further clarified, the technician replaced all twelve fixation screws (2 sets of six fixation screws). Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during inspection by getinge. A root cause analysis was conducted by the subject matter expert. According to the analysis there are two probable scenarios. In case of loosening, the probable causes of loosening corresponds to an improper initial tightening during the installation or maintenance not in accordance with the manufacturer's recommendations. In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of the first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program, mentions to check the suspension fixing screws. It is also indicated to not retighten the screws during maintenance. If screws appear loosened, replace them. It is also stated to replace the 6 fixing screws every 6 years. In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem, d4 catalog #, h3a device evaluated by manufacturer, h3b device not eval provide code and h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 19th february 2023, getinge became aware of an issue with one of surgical lights - hled. As it was stated, upon the device inspection fixation screws were looose and one out of the six fixation screws holding the device main tube was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as loose or broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Corrected b5 describe event or problem: on 19th february 2023, getinge became aware of an issue with one of surgical lights ¿ hled 700. As it was stated, upon the device inspection one of the fixation screws holding the device main tube was broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Previous d4 catalog #: ardhld229001a.. Corrected d4 catalog #: ard568370958 previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a.